Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device not returned. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6)2009 and the mesh was implanted. It was reported that the patient experienced constipation, fecal incontinence, and lower abdominal pain.